Event description:
A customer contacted beckman coulter inc. (Bec) stating that sodium (na) results were drifting low on patient samples run on the unicel dxc 600 pro synchron clinical system. The laboratory reported out 3 low na results. When the issue was noticed, samples were repeated on a different instrument and the reports were amended. The laboratory only repeated na and did not question potassium (k), chloride (cl), calcium (ca) or co2 results. There was no affect to patient with regard to this event.

Manufacturer narrative:
The samples were all serum. A field service engineer (fse) went on-site and found a crack in the electrolyte injection cup (eic) valve and replaced it. Fse also replaced a line in the ise system and verified instrument performance.